Manufacturer narrative:
A product investigation was performed on this device. Visual inspect showed device ws returned in good condition. A simulated treatment was performed. The simulated treatment was completed without any alarms or drain problems. The reported m01.13 system error was not confirmed during the initial investigation, but was later confirmed. The device passed all functional testes. A device history record review was performed and there were no unexpected variances, or adjustments, or comments noted in the device records. A review of the complaint tracking system listed no other complaint symptoms for this device. A review was performed by the post market clinical department. Per the pharmacovigilance specialist, there is no contact between the dialysis solution and cycler which would cause an infection. There was no report of a fluid leak. There were no reports of overfills or large drains that may have caused or contributed to a hernia. Per the pharmacovigilance physician there is no evidence to suggest that the cycler caused or contributed to the pt's events. The pt had no reports of leaking cassettes and no reports of increased intraperitoneal volume. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(4) 2011 to (B)(4) 2013.

Event description:
A peritoneal dialysis pt called fresenius tech support because he got a heaterbag not detected message and now he is reporting an m01.13 system error when it was priming. The pt has had this cycler for about two weeks and hasn't seen this alarm on this cycler before. The pt mentioned that a few months ago he got peritonitis (which they told him was from not washing his hands properly or what he did when he hooked up, though the pt doesn't think that it was that) and a hernia about 5 weeks ago. The pt did not want to re-setup, he insisted on a replacement cycler.